Event description:
Event description guidant received information that this right ventricular lead became dislodged and was unable to capture the myocardium. The lead was explanted and successfully replaced with another model.